Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). (B)(4). The actual device has been received and the eval on going at this time. A f/u report will be provided when the eval is finished and the results become available.

Event description:
(B)(4).